Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14f003 was manufactured from june 5, 2014 to june 6, 2014. The device was not received for evaluation; therefore, a device analysis could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was observed with a black mark on its filter. According to the report, the reporter stated that this was noticed after the device was filled with ciprofloxacin (baxter compounded solution). There was no patient involvement. No additional information is available. This is report 1 of 3.